Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. Attempts were made to obtain additional information; however, was unsuccessful. All available information suggests that the product remains implanted. Additional information received indicated that the system was explanted due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.